Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and a blood glucose (bg) level of over 1000 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.